Event description:
It was reported to boston scientific corp (bsc) in 2008, that a wallstent rx biliary endoprosthesis was used during a stent placement procedure eight days prior, (female pt; weight unk). According to the complainant, after stent deployment, fluoroscopic imaging indicated that the length of the stent did not appear to reflect the measurements on the device label and dfu. Fluoroscopic images have been requested by boston scientific corp, and have not yet been rec'd. In addition, the complainant reported that pt died during the procedure. An autopsy was conducted eight days later. Bsc was not given the results. The complainant summarized the findings: "myocardial infarction caused the death of the pt. The autopsy showed no bleeding or anomalies in the area of stent placement." [The physician's] closing remark was that the death of the female pt cannot be linked with our [bsc] prod at all.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; the cause of the reported malfunction is undetermined.